Manufacturer narrative:
The reported event of mw - "diluent volume" file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Received a copy of the customer's sus voluntary event report , which states ¿"this is in regards to a potential medication dosing issue involving a large volume infusion pump called alaris pump, manufactured by carefusion. There is an issue with one of the prompts when setting up to pumps infusion rate. When programming the pump, the prompt (guardrails drug setup) which sets up the amount of drug and total volume amount including the diluent is causing confusion. At this step the diluent is listed as the total volume which causes an error in the concentration of the medication that is being administered. The phrasing of diluent volume" according to the pump, actually means total volume which would be the reason for the concentration error. The term diluent is commonly defined in healthcare practices as the substance used to dilute another substance. The phrasing of "diluent volume" should actually be phrased as 'total volume" in order to obtain the correct concentration of the medication being administered." No patient involvement was reported.